Manufacturer narrative:
The device was later explanted due to normal battery depletion and was replaced with another boston scientific crt-d. The explanted device was returned. Upon receipt, initial laboratory analysis determined that while this device did meet expected longevity predictions as described in device labeling, the time period between eri and eol was less than expected. This report will be updated when analysis is complete.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
The device was followed in latitude. The last remote interrogation from (B)(6) 2009 showed a charge time of 24.1 seconds during an automatic capacitor reformation from (B)(6) 2009. Available information suggests the device remains in service without further complication. Boston scientific received new information that the device declared end of life (eol) battery status with a monitoring voltage of 2.56v and a charge time of 33 seconds. A red alert was issued in latitude for this battery status change. A review of latitude showed that the device had declared eri the previous month. The device remains implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge time of 24.6 seconds. Technical services discussed the extended charge times seen at middle of life and that elective replacement indicator (eri) battery status would be triggered with a charge time of 26.1 seconds. It was noted that this device was not included in the mid life display of replacement indicators advisory population, but appeared to be exhibiting the advisory behavior. It was reported that the patient was hard of hearing and lived alone. The device was included in the shortened replacement window advisory population, but was not exhibiting that behavior as the monitoring voltage after 34 months was 2.60v.